Event description:
It was reported that during a regular follow-up session, the device could not be interrogated, and when a magnet was applied there was no change in pacing rate. Total battery exhaustion was suspected, despite the device having been interrogated about three months earlier with an estimated average longevity of eight months. The device was to be explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 419378 implantable pacing lead, (B)(6) 2005; 5076-52 implantable pacing lead, (B)(6) 2005. (B)(4).